Event description:
Caller reported not seeing drops of insulin at end of tubing during the fill tubing step of load sequence. There was no adverse impact to customer's blood glucose level. Technical support guided caller through filling and loading a new cartridge on pump, successfully completing process and resuming insulin delivery.